Event description:
After placing an IV in a patient, the nurse immediately called additional health care providers, and said the IV wouldn't flush. Blood was noted in the catheter and hub but it had been less than 5 minutes since the IV was placed so occlusion was unlikely. IV was redressed and found to be not kinked and when a new extension and flush was applied flushed easily. After inspecting the removed extension system it was found that the IV wouldn't flush even without the extension tubing connected. The dysfunctional flush was discarded and nothing was done. Days later, after placing an IV that was bleeding back copiously and was in correct placement, it wouldn't flush after applying the extension tubing with flush attached. Recalling the events of my previous experience, the flush was replaced with a new one which flushed easily. After inspection of the two flushes and continued inability to flush the defected flush despite nothing being connected to it, they were found to be of the same lot number (lot #1160571) and expiration date (2024-05-31). The two flushes (one functional and one not) were saved and given to the unit educator.